Manufacturer narrative:
A fully deployed hot axios delivery system was returned for evaluation. The stent was not returned. Visual evaluation of the returned device noted a kink on the proximal end of the outer sheath and a kink in the polyimide inner shaft at the distal end of the device. The nosecone exhibited separation from the catheter caused by the kinks in the outer sheath. The delivery system was functional and had no other signs of failure or damage. The damages noted are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted during a pancreatic pseudocyst drainage procedure performed on an unknown date. According to the complainant, during the procedure the physician deployed the first flange and then suddenly the entire stent deployed without any resistance on the handle; the handle did not stop at step 2. The entire stent was deployed and lost in the cyst and was not removed from the patient. The physician left the stent in the walled off necrosis because he felt the risk of removing it was significant. The physician completed the procedure with a larger hot axios stent device. There were no patient complications reported as a result of this event. However, it was reported that the patient died on an unknown date before the physician could remove either axios stent. The patient had major surgery and then liver failure which led to further complications and then death. In the physician's assessment, sarcoma in the pancreas and other organs led to the patient's death. According to the physician, the patient's death was not related to the axios stent.

Manufacturer narrative:
The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. Reported event of stent prematurely deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted during a pancreatic pseudocyst drainage procedure performed on an unknown date. According to the complainant, during the procedure the physician deployed the first flange and then suddenly the entire stent deployed without any resistance on the handle; the handle did not stop at step 2. The entire stent was deployed and lost in the cyst and was not removed from the patient. The physician left the stent in the walled off necrosis because he felt the risk of removing it was significant. The physician completed the procedure with a larger hot axios stent device. There were no patient complications reported as a result of this event. However, it was reported that the patient died on an unknown date before the physician could remove either axios stent. The patient had major surgery and then liver failure which led to further complications and then death. In the physician's assessment, sarcoma in the pancreas and other organs led to the patient's death. According to the physician, the patient's death was not related to the axios stent.